Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Patient weight is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 34mm annuloplasty ring was implanted 19 days post expiration date. It was reported that "surgeon knowingly implanted expired product". No adverse patient effects were reported.